Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re-assessed, therefore, root cause undetermined. A short circuit is an electrical flow that strays outside its intended circuit with little or no resistance to that flow. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
After the procedure, the patient¿s npwt dressing was done and the renasys go machine attached. Dr then switched on the machine and felt an electric shock pass through the machine. The machine was immediately switched off, another machine located and attached to the patient. No injury or harm reported. Delay of less than 30 minutes reported. Device will be returned for investigation.